Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had fraying on the black insulation coating to the cable. It was noted by the sterile processing staff. There was no report of patient involvement and no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial report and obtained additional information: it was not clear when the damage was noted by central processing staff. Instruments are inspected prior to and during reprocessing. There were no obvious wires exposed, the cable was intact, and no loss of cautery noted. The procedure was completed with the same instrument and the instrument has been returned.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage to the conductor wire insulation. The conductor wire was found to have insulation damage at the yaw pulley. Visual inspection found the wire to be exposed. The instrument grips were manually manipulated, the instrument passed the electrical continuity test on three out of three attempts. There were no signs of thermal damage. The complaint was confirmed by failure analysis, which indicates that the device contributed to the customer reported issue. The root cause of damaged conductor wire insulation is attributed to component failure. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.